Event description:
Further review of the log files showed a timestamp of (B)(6) 2000 along with system controller clock reset alarms that were active until the clock was set on (B)(6) 2025. Given the clock will reset to (B)(6) 2000, the onset of the clock reset occurred 49 days prior to when the clock was set on 08apr2025. This places the onset of the system controller clock reset alarms and clock reset to 19feb2025. The modular cable was exchanged due to severe twists, bends, and tears that were present. These were temporarily covered up with silicone tape indicating a replacement was required. It was noted that the patient had a history of low battery alarms on (B)(6) 2025. The log file was not available from the time of the patient's visit to the emergency room on (B)(6) 2025. The cause of the low battery alarms was the patient traveling around town and draining their batteries. The patient did not have their spare batteries with them. The low battery resolved when the pump was connected to the power base unit while charging their drained batteries in the emergency room.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a torn outer layer of the modular cable was confirmed. Modular cable, lot 7590361, was returned for analysis with taped, torn, and discolored outer jacket, a discolored inline connector strain relief, and a discolored controller connector strain relief. There was no visible damage to the underlying wires. There were no alarms associated with the reported damage. Additional information provided stated that the reason for the modular cable exchange was the observed damage. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook (rev. D) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were submitted for evaluation. The event log file contained data associated with controller_clock_corrupt alarm flags. It was unable to be determined what the cause of this alarm was based on the data recorded. These alarms typically occur with a complete power loss, no external power with a fully depleted emergency backup battery (ebb). The data indicated that the patient slept on battery power. A clock_time_changed event was recorded on 08apr2025. There were also low_pump_current events recorded. These events were occurring frequently but were not associated with an alarm. Technical services stated that it may be necessary to perform a pump reset to resolve this fault. The patient had a history of low battery alarm which possibly could be the cause of the low pump current. There were no patient symptoms, the patient was outside when they realized the battery was beeping without being their extra system controller. The cause of the system controller clock corrupt event was unknown. There was a plan for a system controller exchange as soon as the international normalized ratio (inr) was on therapeutic level. The system controller would be returned after the exchange planned for 06may2025. The log files were reviewed again and found more low pump current faults throughout the history. It was suggested if the patient was stable that the pump be power cycled by disconnecting the driveline. There were no other unusual events seen in the log files. The system controller was then exchanged. The log files were reviewed and only showed a couple lines of data following the system controller exchange. There were no other unusual events seen in the log file. The system controller and modular cable were exchanged and would be returned. The system controller exchange resolved the low current faults.

Manufacturer narrative:
Corrected data: section g3, date received by manufacturer, on the previous report should have been 02jun2025. No further information was provided. The manufacturer is closing the file on this event.